Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant of the implantable pulse generator, a polarity switch occurred on the right ventricular (rv) lead. Since implant, short v-v intervals and noise on an electrocardiogram were also observed. The rv lead remains in use. No patient complications have been reported as a result of this event.